Manufacturer narrative:
D6; device returned with no lot identification. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: any other noticeable damage n/a, batch number n/a, cartridge pan in place/condition n/a, condition of drivers n/a, lockout tabs on pan condition n/a, position/condition of wedge sleds n/a. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no, result of attempted firing good. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly "partially cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The tsw35 was used during an lavh during 7/1997. It was reported the device was fired two times without difficulty. On the third through sixth firing the surgeon had difficulty firing the device and it stapled and only partially cut on at least one of those firings. There was no consequence to the pt.